Manufacturer narrative:
Analysis found that the motor bearings sound rough. The motor coating has been discolored. The motor has been replaced. The handpiece motor has been successfully tested according to specifications. Pre-repair temperature test not conducted during incoming test. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up a health care provider reported that the handpiece got hot during use. There was no patient impact.